Event description:
Pt questioned whether device is delivering the right amount of insulin because their blood glucose became suddenly elevated. Pt self-treated high blood glucose by delivering insulin boluses.